Event description:
It was reported that stent damage post-deployment occurred that required additional intervention. The target lesion was located in the left anterior descending artery. A 2.5 nc and 3.0 nc balloon catheter was used to predilate the lesion. A 3.50 x 32 synergy ii drug-eluting stent was deployed. However, the proximal part of the stent was deformed. A 3.5mm x 12mm synergy was deployed to cover the deformed segment. There were no patient complications nor injuries reported.